Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(6) (okr) for evaluation. Okr checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the touch panel of the subject device did not function intermittently. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since there was no issue on appearance of the device and the reported phenomenon occurred in less than one year of manufacture, it is presumed that the electrical circuit board accidentally led to a failure. In addition, omsc confirmed that this phenomenon was not caused by the product design or the manufacture, and that there were no problems with the safety.